Event description:
A surgical procedure was being done using a fiber light retractor, light cable and light source. The connection between the retractor and the cable was not enough to cause a 1cm minor skin burn when the two were inadvertently left on the pt. The burn was treated with ointment and an adhesive bandage strip. The user was aware that the fiber light source generator had operating instructions that indicate that light connectors can get hot enough to cause burns and care must be taken during use.